Manufacturer narrative:
(B)(4). The device was received and routed to service prior to the baxter product analysis lab (pal) being made aware of its complaint status. The sample was not available to evaluate. A review of the device's logs revealed no failure, malfunction, or increase intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The reported issue was not confirmed. The assignable cause was undetermined.

Event description:
Baxter legal department received legal documents on 01/26/12 regarding the event of a patient who reportedly expired due to complications from use of a homechoice automated peritoneal dialysis (pd) system for renal disease. In (B)(6) of 2009, the patient was reportedly admitted to the hospital for treatment for unknown complications related to peritoneal dialysis. On (B)(6) 2009, the patient expired as a result of unknown complications. The listed cause of death was unknown. It was unknown if an autopsy was performed. On (B)(6) 2010, global pharmacovigilance (gpv) was notified by the facility that the patient had expired. Gpv follow up calls were attempted without success. During a follow up call on september 21, 2010, gpv spoke with the facility nurse who indicated the cause of death was cardiac arrest. The nurse confirmed the patient had expired on (B)(6) 2009. The nurse reported the death was unrelated to pd therapy or devices.

Manufacturer narrative:
(B)(4). The status of the homechoice device is unknown at this time. Should additional information become available a follow-up will be submitted.